Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their heart rate has gone below the state parameters set by the physician on the implantable pulse generator (ipg) on several occasions. Follow up with the patient's physician was unsuccessful, and the device remains in use. No patient complications have been reported as a result of this event.